Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on the (B)(6) 2016 and passed a self-test. Additional manual power ups were recorded later that day, the pad-pak was removed. The pad-pak was reinstalled on the (B)(6) 2016 and passed a self-test. Additional manual power ups were then recorded. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was installed, during the self-test no audio prompts were given. This would confirm the reported fault. The device was shutdown with the status led continuing to flash green. The device was disassembled for investigation. Investigation found the reported fault can be attributed to failure of the speaker. The speaker was measured and found to have failed. The device passed final test before being dispatched from heartsine, this would suggest the speaker failed after this time. This did not affect the ability of the device to deliver test therapy.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device has no audible prompts when powered on.